Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that 3 resolution clip devices were used during a procedure in the duodenum on (B)(6), 2010. According to the complainant two of the clips failed to extend from the sheath and were discarded. One clip, the subject of this report, was extended and closed in the correct position but was not able to release from the delivery catheter and resulted in bleeding. The clip was removed from the patient with the delivery catheter and did not detach inside the body. Due to bleeding "the patient was sent to surgery where they were treated successfully and the patient remained stable." Several attempts to obtain further details (including patient and procedure information) have been unsuccessful to date. Should this information become available, a supplemental medwatch will be filed.

Manufacturer narrative:
Updated event description confirming that clip was removed with delivery catheter and did not detach inside patient. The complainant could not provide the type of procedure/treatment performed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2010 that 3 resolution clip devices were used during a procedure in the duodenum on (B)(6) 2010. According to the complainant two of the clips failed to extend from the sheath and were discarded. One clip, the subject of this report, was extended and closed in the correct position but was not able to release from the delivery catheter and resulted in bleeding. Due to bleeding "the patient was sent to surgery where they were treated successfully and the patient remained stable." Several attempts to obtain further details (including patient and procedure information) have been unsuccessful to date. Should this information become available, a supplemental medwatch will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.